Event description:
Information was received from a consumer regarding a patient with an implantable pump previously containing morphine (unknown) for n on-malignant pain. It was reported that the patient had used the pump for quite a while but had not used it since 2023. This was unrelated to the device. It was mentioned that the patient had been using oral medications ever since. The patient went in to see a hea lthcare provider yesterday because the pump was making a noise described as similar to a truck siren. The noise lasts only a few seconds but happens every 20 minutes. The recorder was checked, but no events were noted. The caller mentioned that the pump battery may be signaling that it was wearing out. Caller stated even if the healthcare provider said don't take it out, it's not worth it with all the scar tissues. Caller stated that the pump was now empty. For the event date, caller stated like 2 weeks ago, they'd say somewhere around the 2nd or 3rd of april. Agent reviewed information. The caller was redirected to the healthcare provider to address the pump alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.